Manufacturer narrative:
The previous medwatch report was submitted by william cook (B)(4) under manufacturer report reference# 3002808486-2020-00349. Additional information provided determined that this device was manufactured by cook inc (cinc). With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced this initial medwatch report. Investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc)/organ perforation, embedment, occlusion, thrombosis/blood clot, stenosis, inability to retrieve, tilt, bleeding, atrophic inferior vena cava (ivc), post-thrombotic syndrome. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported bleeding, atrophic inferior vena cava (ivc), and post-thrombotic syndrome are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant via the right common femoral vein due to trauma. Patient is alleging tilt, vena cava perforation, inability to retrieve, bleeding, embedment, blood clot, stenosis, caval thrombosis, post thrombotic. 06may2011, report from venogram: "here venogram was performed which identified a slightly tilted in the vena cava but also noted to have thrombus present in the filter." 26sep2011, unsuccessful retrieval report: "there appears to be occlusion of the vena cava below the renal veins with numerous collaterals present. Because of this finding and did not attempt to remove the ivc filter." "Impression: unsuccessful removal vena cava filter. Due to vena cava thrombosis." 17jan2018, report from CT: "the infrarenal ivc is occluded and atrophic." "Chronic occlusion of the infrarenal ivc. The patient had an ivc filter in 2011 which was filled with clot, it was not treated as the patient had extensive injuries from a trauma and we felt the patient could not tolerate tpa or anticoagulation." 26mar2018, report from CT 2: "ivc filter." "Below renal vein." "The filter is tilted to the right. Its proximal cone lies on the wall of the ivc possibly embedded in it. The filter legs have penetrated through the wall of the ivc into the pericaval/mesenteric fat. The ivc starting at the level of the filter and extending to its bifurcation is very stenotic." 26mar2018, report from CT: "the ivc filter tip is located just below the lowest renal vein. The filter is mildly tilted to the right of 12.5 degrees and its apex adjacent to the wall of the inferior vena cava. The legs of the filter extends 1mm beyond the wall of the vena cava."